Event description:
It was reported that the customer had been experiencing high blood glucose levels and had weird alarms such as no delivery, weak battery, and a displayable history check failed on startup alarm. Customer's blood glucose level was 300 mg/dl. Customer has been correcting with boluses. Customer had the following symptoms of high blood glucose levels: excessive thirst, excessive urination, and nausea. Customer did not contact his health care professional for his right blood glucose levels. Customer treated with the pump. Customer rewound the pump and ran a manual prime. Insulin did exit the tubing. Customer stated that this happened near the end of june when he downloaded the pump to carelink. Customer stated that a temp basal was not programmed before the alarm. It was explained that this was normal pump behavior. Customer stated that the last battery change was about 3 weeks ago or longer. Customer did not want to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.